Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s911usqs6eza1, hardware: sm-s911u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on april 23, 2026, the patient suffered a stroke and was hospitalized. The patient reported to have experienced issues with multiple pods from the same box in the weeks leading up to the stroke and attributed the event to the previous issues, which included pods detaching from the infusion site within less than one hour of wear and pods that experienced communication issues with the omnipod controller. According to the patient, these previous issues resulted in blood glucose levels increasing to the range of 300-400 mg/dl. The patient stated that the pod that was in use on the date of the stroke was functioning correctly and he did not experience elevated blood glucose levels on that date but noted that stress due to previous pod issues may have been a contributing factor to the event. The patient reported developing symptoms including difficulty speaking and a feeling of weakness on the left side of his body, prompting him to contact emergency services. The patient was transported to the hospital by ambulance and was subsequently admitted. Computed axial tomography (cat) and magnetic resonance imaging (MRI) were conducted at the hospital and confirmed that the patient experienced a transient ischemic attack (tia) with stroke. The patient was treated with fluids and physical therapy, remaining hospitalized for two days. Discharge occurred on (B)(6) 2026. This report includes the allegation of pod detachment from the infusion site, with associated blood glucose increase to as high as 400 mg/dl, as the patient attributed the subsequent stroke to the prior pod issues.